Event description:
It was reported occlusion alarms occurred, causing the customer's blood glucose level to displaying "high", a specific value was not provided. The customer addressed the high blood glucose by administering a correction bolus via the pump and a manual dose injections. The issue was resolved by changing the infusion set and cartridge, and the customer resumed insulin use. Reportedly, the customer was using trusteel infusion set longer than the recommended 48 hours, which is considered off label use.